Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited a downward moving deflection over-sensed in the right ventricle. No patient symptoms or intervention was reported.